Event description:
It was reported that this implantable pacemaker triggered a lead safety switch (lss) in (B)(6) 2021 due to right ventricular (rv) lead pace impedance high out of range and the device was then reprogrammed. The device triggered another lss on (B)(6) 2021 due to rv lead pace impedance of 2400 ohms. The lead also exhibited noise, oversensing, pacing inhibition and loss of capture. In addition, it was noted in the electrogram (egm) that the patient is dependent on rv lead pacing and experienced asystole greater than 2 seconds. The rv lead is a non-boston scientific product. Boston scientific technical services (ts) discussed possible causes and advised to consider additional in clinic evaluation. The device system remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).